Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings: during testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully. Both boluses were accurately recorded in the pump history. The complaint of the pump not recording boluses was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was not saving some of the boluses in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.